Event description:
It was reported to boson scientific corporation that a captivator emr device went to be used in a procedure on (B)(6)2022. The scope had a blocked channel so the scope was sent for repair. A blue band was extracted from the channel of the scope. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.